Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-1588au-cp2 implant systems titanium button on the rt2 implant snapped. This occurred during an acl reconstruction on (B)(6) 2025. This occurred during an acl reconstruction on (B)(6) 2025. There was a delay of about 2 hours. Additional anesthesia was administered. The procedure was completed using another ar-1588au-cp2 implant system.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force or the device coming in contact with another device during use.